Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device status check, following a generator change out procedure, the left ventricular (lv) lead exhibited elevated impedance measurements and elevated threshold. It was noted that previous device checks revealed continuously elevated lv lead impedance measurements. There are no actions or changes planned for the lead. The lv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.